Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in of specification in relation to the reported flow rate error. Evaluation ran flow tests per the preventative maintenance procedure and found to deliver within design specification at all but one flow rate, 40 ml/hr, vtbi = 10 ml. The device was recalibrated.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during preventative maintenance. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.